Manufacturer narrative:
Detailed pt info is limited at this time and no definitive conclusions can be made as to what degree the device may have contributed to this pt outcome. The info was obtained from a journal article which stated that pts in this study had at least one risk factor for hernia recurrence as well as other high risk factors. The article reported that the pt experienced chronic post-op seroma/hematoma, both of which are known possible adverse reactions listed in the IFU.

Event description:
A review of a recently published journal article, "lessons and challenges during a 5 year f/u of 21 composix kugel implantations" documented complications following implant of a bard composix kugel mesh. The pts were implanted with bard composix kugel mesh in germany sometime between 2003 and 2006. This MDR documents one of the pt issue that was reported. Following surgery the pt experienced chronic post-op seroma/hematoma.